Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. (B)(4). Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9301561. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted for out of spec shield pulls. Occurrence: a complaint history check was performed and this is the 2nd related complaint for needle hub separates and shield does not detach as intended on lot # 9301561. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, needle hub separates and shield does not detach as intended) was captured and addressed. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the needle hub separated from the relion® insulin syringe during use. The following information was provided by the initial reporter: "spouse of consumer reported needle hub separated from syringe and stayed inside of the shield. Also stated that the shield was difficult to remove."